Event description:
It was reported that lead was explanted during a therapy upgrade and a longer left ventricular (lv) lead was implanted to allow access for the upgraded pulse generator. No adverse patient affects were reported. The product will not be returned.